Manufacturer narrative:
Pending completion of device analysis and review of the device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump replacement. Cs reported that the patient came in to the physician's office complaining of a lack of pain relief. Cs reported that the office found a large volume discrepancy at this appointment. The exact volume discrepancy is unknown, but it was stated that the aspirated volume was nearly 20ml. Cs reported that the patient came back for a dye study, where the physician found a slight occlusion in the catheter. Cs reported that pushing the dye was able to clear the occlusion. Cs also reported that following the dye study the physician believed that the fav was shut while looking at the pump. Cs reported that a dry bolus was performed to reset the pump and that the physician still believed the fav to be shut. Cs reported that the physician elected to replace the pump due to the potential fav closure.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the alleged device, confirming the alleged issue. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c also produced fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 0.947 ml (48.0%) of the expected volume. Further analysis of the valves will be captured in CAPA 00065. Internal complaint number: (B)(4).